Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4): it was reported that during a posterior lumbar fusion procedure, the tip of the rod cutter broke off. The instrument was being used outside the sterile field, and the broken fragment was lost. There were no fragments to be retrieved from the patient. The surgery was completed using a like or similar instrument. There was no extension of time or delay to the surgery. The patient¿s condition after surgery was noted as stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with both jaws badly damaged. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The cutter corresponds to the processes at the time of manufacture; the drawing was changed to add the material used for the cutting edges. The damage is consistent to that of what happens if the cutter is used to cut cocr rods. Too much force was applied to the jaws causing them to break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.